Event description:
It was reported by the customer that phlebotomist stated that the bd vacutainer® ultratouch¿ push button blood collection set presented difficulty activating the safety feature. This occurred 10 times. Verbatim: phlebotomist stated that it was difficult to activate the pushbutton. After use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive photos or samples from the customer in support of this complaint therefore, 30 retention samples from the bd inventory were subjected to retraction lockout testing and, all samples passed testing as they were able to be activated properly. Therefore, this complaint cannot be confirmed based on retain sample retraction lockout testing results. Bd is unable to confirm the customer¿s reported failure mode of difficult to activate based on retain sample analysis results. Bd was unable to determine a root cause for the reported issue. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported by the customer that phlebotomist stated that the bd vacutainer® ultratouch¿ push button blood collection set presented difficulty activating the safety feature. This occurred 10 times. Verbatim: phlebotomist stated it was difficult to activate the pushbutton. After use.